Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or and explanted the entire inspire system. Antibiotics were prescribed prior to the procedure, and postoperative antibiotics were prescribed after the procedure was completed.